Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, customer has a timed setting and when carbohydrates are not consumed, customer experiences low bg. Bg was addressed via carbohydrate consumption. The customer was instructed to consult with healthcare provider regarding bg level.